Event description:
It was reported that on (B)(6) 2022, in the champaign il synthes trauma territory (t362) we found 3 each that contain the wrong drill guide. They contain a drill guide for a 15-06 offset staple. This product is in our possession. All three had the same lot number. No surgical delay as in regard to the event. There was no patient outcome/consequences. This report is for one (1) speedshift comp impl kit 20x20x20 ofst10. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial reporter is a j&j employee. Part number: se-2020-10. Bme lot number: mse21023. Manufacturing date or release to warehouse date: 03 mar 2022. Place of manufacture: (B)(4). Lot expiration date: 01 nov 2026. DHR review: no non conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Photo of the item was received and reviewed. Visual analysis of the returned sample revealed that speedshift comp impl kit 20x20x20 ofst10. It was confirmed that the 15-06 drill guide, to be use with the product code se-1520-06, was packaged with the product se-2020-10 in a speedshift comp impl kit 20x20x20 ofst10 box. A dimensional inspection for the speedshift comp impl kit 20x20x20 ofst10was unable to be performed due to basic dimension are irrelevant to reported condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the speedshift comp impl kit 20x20x20 ofst10. The root cause of the complaint condition can be confirmed due to the manufacturing issue. The received condition of the speedshift comp impl kit 20x20x20 ofst10 confirmed that the 15-06 drill guide, to be use with se-1520-06, was packaged with the product se-2020-10 in a speedshift comp impl kit 20x20x20 ofst10 box. The following source controlled drawings reflecting the current and manufactured revisions were reviewed: speedshift(tm) implant kit dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.